Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with a non-working inflatable penile prosthesis device. During a revision surgery, the physician confirmed that there were no holes in the device and suspected that there was not enough pressure in the system. The device was explanted. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b3: event date. The event date was estimated as (B)(6) 2024 based on a reported onset 6-12 months prior. The implant date was approximated as (B)(6) 2024, based on the stated implantation one year ago.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, the physician confirmed that there were no holes in the device and suspected that there was not enough pressure in the system. The device was explanted. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The event date was estimated as 11/01/2024 based on a reported onset 6-12 months prior. The implant date was approximated as 05/01/2024, based on the stated implantation one year ago.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, the physician confirmed that there were no holes in the device and suspected that there was not enough pressure in the system. The device was explanted and replaced. There were no patient complications.